Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed an unexplained pump reboot. During a visual inspection of the pump, the battery compartment was confirmed to be cracked, and evidence of moisture ingress was found on the underside of the battery cap. The battery cap did not secure properly to the pump; however, a power loss was not observed. The pump was exercised for 24 hours with no power interruptions or call service alarms observed. A leak test was performed and confirmed a leak at the battery compartment crack. The pump case was removed, and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump intermittently lost power. Allegedly, the battery compartment was cracked, and the yellow o-ring of the battery cap was visible while the cap was attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.